Event description:
I had a tubal ligation done after having my third child. Immediately after, I bled for 5 weeks, stopped for 1 week, and bled for another 2 more (not normal for me). After this I never had a cycle for about 3 months while breastfeeding. My milk supply was much less with my son after having my tubal than with my previous pregnancy. I started having ¿normal¿ cycles when I was about 5-6 months postpartum and they are terrible. I am bleeding much worse and is full of clots (when I say worse I mean use a 1 to 1.5 boxes of super plus tampons in 1 day and sometimes have to change the tampon 10 to 15 minutes after putting it in). I also will have a 7 day cycle but not my normal pre-tubal cycle. I now bleed for 4 days, stop for 1, and bleed for another 2 or 3 days. My cramps are out of this world, terrible. I take as much ibuprofen as the bottle says I can take, use a heating pad and it will barely touch them. I don¿t just have cramps anymore while pms and during my cycle, I also have them while ovulating. Since having my tubal, I have also gained a lot of weight (not eating any different than I have before, and have also started exercising without much of a difference). My emotions are all over the place and I¿m very irritable with everyone and have lots of mood swings. I am very anxious all the time, and have headaches and migraines much more frequently and seem to get dizzy and feel as though I¿m in a fog all the time. I also have zero interest in sex and have vaginal dryness. No matter how much sleep I get, I am tired and fatigued all the time and forget everything. I get random pains around the area of my scar and where I would think my ovaries are. Now almost every time I sneeze, sometimes when I could, I am almost always peeing myself (and yes I do kegels). If I would have known I was going to have these side effects and was told there was a possibility of it, if I had, I can honestly say that I would have never done it.